Event description:
Screw broke while it was approx half way inserted at the fifth thread down from the head. The surgeon stated that it broke due to a torsional load. The lot number was not provided and it is unk if the implant broken was part # ar-13120t-22 or ar-13120t-24. It was reported that the tip of the implant could not be retrieved and was left securely in the pt's bone. Surgeon reported no adverse consequences as a result of event.